Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm (alarm 8) occurred after customer loaded a new cartridge onto the pump. Customer reloaded the cartridge and insulin therapy was resumed. Customer's blood glucose was 141 mg/dl.